Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which failure code 570:320:844 occurred was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 570:320:844 occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred upon power up in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.04.00, categorized as unremediated. There is no further complaint information available.